Event description:
It was reported that the system controller was exchanged due to an unfunctional lcd display and light emitting diode (led) indicators, including the green arrows. The controller was exchanged with no effect on the function of the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the liquid crystal display (lcd) and light emitting diode¿s (led¿s) not illuminating was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and underwent preliminary and functional testing and did not pass. Upon connecting the system controller with the system monitor, no communication between the system controller and system monitor was found. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. The cable¿s outer layers were stripped, and no damage was found. The system controllers power leads were then replaced by a pair of test power leads and the communication between the system monitor and system controller was restored. The system controller was opened, and it was found that the connection to the light emitting diode¿s (led¿s) had been disconnected. Due to the nature of this connector, and the inability to reconnect it, no further troubleshooting was performed. The reported issue of the lcd and led¿s not turning on was reproduced. A root cause for the reported events was determined to be due to a loose connection; however, a further root cause as to how the connection became loose was unable to be determined through this analysis. The device history records were reviewed for the 14v battery clip (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.